Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. The patient was reimplanted with another device on (B)(6) 2018. Additional information has been requested but has not been made available as of the date of this report.